Event description:
It was reported that thrombosis occurred. It was reported via social media that the patient had a watchman flx closure device implanted and on an unknown date it was noted that there was a device related thrombus. The patient had a transesophageal echocardiogram (tee) performed 6 months after noting the thrombus to see if it had resolved, but the thrombus was still present. Another tee is scheduled for 6 months after to check again.

Manufacturer narrative:
Aware date used as event date is unknown.